Event description:
Additional information received reported that the patient planned on having the implantable neurostimulator (ins) removed.

Event description:
It was reported that the patient had a bad hip that was causing the patient¿s pain. The patient reportedly had a hip replacement and no longer needed the stimulator. It was noted that the patient¿s pain was never coming from their back; it came from their hip issue. It was noted that the stimulator was bothering the patient and causing pain at the implant site. The patient reportedly could not sit comfortably or lie on their back. It was also noted that the patient was uncomfortable and felt like the stimulator was slipping ¿further down.¿ these issues reportedly started 6-8 months prior to the date of the report. It was later reported that the patient was misdiagnosed and the implantable neurostimulator (ins) was implanted. It was noted that the patient¿s hip was the problem. It was further reported that the patient had pain in their knee and several health care providers misdiagnosed the cause of the pain. It was noted that the hip and acetabulum was bone on bone. It was noted that after the hip replacement the pain in the patient¿s knee resolved. It was reported that the ins was slipping and was lower than before. It was noted that the patient had not used the ins for 2 years and the patient had tried to get their doctor to remove the device but "no one will touch the patient." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n244465, implanted: (B)(6) 2010, product type: accessory. Product ID: 3 7743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).